Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 401 mg/dl. The customer stated that she had problems with the sensor not lasting for 6 days. The customer stated that the sensor's age was 3 days. The customer was advised of the possible causes and alerts of high blood glucose. The customer will be sent a replacement pump.